Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found fractured during a therapy upgrade procedure. The patient's system was implanted for over 27 years without change. The lead was surgically abandoned and a new system was implanted. No adverse patient effects were reported.